Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was experiencing multiple issues. There was a loud sound during spin, and the pendant was intermittently not responding. There was no patient involvement.

Manufacturer narrative:
Work order complete: a manufacturer representative went to the site to test the imaging system. It was reported that the pendant firmware was reloaded. All pendant buttons were tested, and no issues were found. No unusual noise were heard during spin. The inner gantry covers were removed to make sure there was no debris or foreign objects inside the system. No magnets were out of place or missing on cable chain. System checkout was completed, and the system is fully functional at this time. A0508: applicable to loud sound during spin (B)(6): applicable to pendant intermittently not responding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.